Event description:
It was reported that, "surgeon was utilizing the 1/3 tube 3.0 lock plate to treat a distal fibula fracture. Upon placing all of the screws into the plate, the surgeon began to lock them with the torque driver one at a time. Six screws were utilized, 4 were tightened properly. On the 5th one, the tip of the torque drive broken. In an attempt to seat the 5th and 6th screw... The t8 driver from the extraction set was utilized as it was the only driver available. It too twisted and was deformed."

Manufacturer narrative:
Same pt event as MDR 8031020-2009-00045. Additional info has been requested and if received, will be provided on a supplemental report.